Event description:
Customer complaint that a pt was exposed to an inadequately disinfected colonoscope as a direct result of improper calibration of disinfectant and immersion time by service tech at initial installation. Svc tech dispatched immediately to adjust calibration to correct disinfectant parameters. Root cause is tech error. Although unlikely, this condition can put the pt at risk for infection. One pt during one procedure was put at risk according to the facility contact. (B) (6) fine.